Manufacturer narrative:
Final device investigation found that the device was returned with the distal tip kinked at almost a 90 degree angle. Upon evaluation, the steering mechanism operated as intended and the device passed continuity and isolation testing. The device history record was reviewed and no discrepancies were noted. As each device is visually inspected and functionally tested prior to release, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during an a-fib ablation procedure, the device was manipulated to engage the cs and the distal tip of the device "fractured" inside the patient. Another device was used to complete the procedure. The case was delayed approximately 10 minutes. There was no patient injury. Additional information was requested, but no additional information was received. A follow-up report will be sent if additional information becomes available.